Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the visera pro xenon light source, when turning on the power to the device, when the light is turned on, the lamp is about 300 hours, but the emergency light is on. It was restored by restarting. The issue occurred during the preparation for use. The procedure was unknown and it was completed using the same set of equipment. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the event was confirmed. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that this event occurred due to the effects of long-term use, as a result of a combination of factors such as the inadvertent malfunction of the power supply unit that supplied power, the main board that controlled the lighting signal of lamp, and the igniter unit that ignited lamp, and the degradation of lamp. The following is included in the instructions for use: "when the package insert of clv-s40pro was checked, the following statements were checked. The service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)). The duration of life is the number of years when proper use, such as performing a pre-use inspection as shown in the "package insert" or the "instructions for use", and performing repair or overhaul based on the results of the inspection, is performed." Olympus will continue to monitor field performance for this device.